Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: could you please provide the lot number? Unknown. Procedure name? Unknown. Event date? (B)(6) 2021. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke when sewing in an unknown surgery. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.